Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, information regarding what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, none of this information has been provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported to corin that the dislocation occurred due to the positioning of the cup at primary surgery, however, due to the lack of information provided this has not been confirmed. Based on the above, no further investigation can be conducted and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 1 month and 3 weeks due to anterior dislocation, reportedly from misorientation of the cup at primary.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, information regarding what the patient was doing at the time of the dislocation, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, ecima liner and ceramic head after approximately 1 month and 3 weeks due to anterior dislocation, reportedly from malorientation of the cup at primary.